Event description:
The study receives protocol #950027: a randomized, double blind, placebo controlled clinical study of the use of hyalgan in pts with ankle arthritis. Initial info received by fax 08/20/2002: pt complained of anxiety attack/panic attack subsequent to hyalgan last week, which lasted one day. Pt has history of prior anxiety attacks related to stress. Pt relates no current complaints. Add'l info received from the investigator on 09/19/2002: the subject developed anxiety/panic attack after receiving hyalgan injection #3 in 2002. The event lasted one day and resolved without medication. Pt completed their course of treatment without further adverse experience. The report had been sent to the investigational review board but the reporter is not aware if the case was reported to the regulatory agency. Relationship to investigational device: not related. Add'l info received from the sanofi medical affairs rep received on 09/19/2002: this study is an investigator-initiated placebo-controlled study and unblinding was not done.

Event description:
The physician reported that pts in this placebo-controlled study were given between 1-1.5 ml of the either hyalgan or placebo. Add'l info received from study investigator via mail on 29 october 2003: pt finished study with out any other complaints or side effects. Pt had no concerns or questions and this anxiety attack was related to the stress at receiving the injection. The lot number was 051900. The expiration date was may 2004.